Manufacturer narrative:
Device evaluation: the stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 1558 days after a coronary stenting treatment procedure, the pt expired. The pt had a myocardial infarction 2 days prior to the index procedure. The index procedure treated a 3.0x17mm, 95% stenosed lesion in the mid right coronary artery (mid rca) with predilation and placement of a 3.0x24mm express2 bare metal stent. The lesion was post-dilated with 0% residual stenosis. The pt was discharged the next day on aspirin and plavix. During a five-year follow up, the site learned that the pt expired 1558 days post index procedure. The pt was found dead on the floor at home. According to the death certificate, the cause of death was arteriosclerotic heart disease. No autopsy was performed. No other info is available. The physician noted the event was unrelated to the study device or the index procedure. In 2007, the clinical event committee assessed the device relationship as "indistinguishable".